Manufacturer narrative:
Actual device not evaluated because the device is not available to stryker at this time. Evaluation will be conducted and reported in the follow up.

Event description:
On (B)(6) 2008, the patient underwent the surgery with the matrix smart lock plate. On (B)(6) 2008, the patient underwent the tka surgery. After the tka surgery, the patient had the pain in his wrist. Afterwards, the surgeon found through the x-ray that the locking plate broke. Thus the surgeon used another plate in the revision surgery on (B)(6) 2008.